Event description:
(B)(4). The dealer reported that the tdxsp-cg custom power wheelchair joystick cable was arcing, it was crushed, and causing the controller not to connect messages. There was no injury reported.